Event description:
The returned surgical fiber was reported as "broken". No additional information was provided or is available. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken and charred at the sma connector. The blue outer sheath was also found to be burnt at the point of breakage. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.